Event description:
Pressure transducer failed. Ventilator removed from service, no effect on patient, failure occurred during change of expiratory cassette and pre-use check.======================manufacturer response for ventilator, (brand not provided) (per site reporter)======================seems to be a known problem when the expiratory cassettes are not properly cleaned. Clinical technology services could not duplicate the failure.